Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a tonsillectomy and adenoidectomy when the wand was plugged, the receptacle broke off and fell into the housing of the controller. The procedure was completed with a competitor device. There was no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the integrated calibration methods, no annual maintenance check is required. There is no software incorporated in the coblator¿ ii (rf8000e) system controller. If any component malfunctions, call customer service for a return authorization. A service manual is available upon request. A visual inspection observed a cracked bezel and the wand port is pushed inside the unit. A functional evaluation revealed most settings cannot be tested due to the pushed in wand port. The unit was opened and found no issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.